Manufacturer narrative:
The device was evaluated by the returns department which found that the there is hardware that is loose, stripped, or gone.

Event description:
The dealer states, the orange and green indicator lights are not operative.

Event description:
The dealer states, the orange and green indicator lights are not operative.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.